Manufacturer narrative:
(B)(4). Date sent: 03/21/2016. Batch # = m4hm4h. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, it appears that the device perforated the red protective tip and damaged the tyvek. However, no definitive conclusion could be reached as to the origin of the damaged as the device was not returned for analysis. The lot information was reviewed and no anomalies were noted during the packaging process.

Event description:
It was reported that the device tip was without the red protection. Due this condition, the tip pierced the packaging paper and caused the contamination of the material. The device was not used on a patient.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2016. Batch # 47365 the analysis results found that uv120 device was returned inside its package. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole in the tyvek, the hole was noted to be from the inside out, the hole is on the area of the blunt safety stylet. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.